Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this pacemaker, noise, low out of range pacing impedance measuring below 200 ohms as well as loss of capture (loc) were noted. It was also mentioned that the suspected cause for the observations were an accidental damage to the lead insulation during the attempted implant. The procedure was completed with another device. No adverse patient effects were reported. This device has been returned.

Event description:
It was reported that during the attempted implant of this pacemaker, noise, low out of range pacing impedance measuring below 200 ohms as well as loss of capture (loc) were noted. It was also mentioned that the suspected cause for the observations were an accidental damage to the lead insulation during the attempted implant. The procedure was completed with another device. No adverse patient effects were reported. This device has not been returned.